Event description:
The pt was implanted with a synchromed pump and catheter in 1999. The pump and catheter were subsequently explanted in 1999 due to postoperative infection. The pt was reimplanted with another synchromed pump and catheter in 1999. In 1999, the catheter was replaced after it was found to be sheared. Approximately 9" were found free-floating in the pt's cerebrospinal fluid. The pt returned to baseline pain relief with replacement of the catheter.